Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was over 600 mg/dl at its highest. Insulin injections were used to address the bg level. It was noted that the pigtail on the cartridge had been kinked for each occlusion.

Manufacturer narrative:
The reported occlusion could not be confirmed due to damaged usb pins.